Event description:
This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6)s as follows: a trochanteric fixation nail which was implanted on (B)(6) 2014 to treat a pathological fracture, broke at the position of the distal locking screw. There was no reported fracture to the patient¿s bone at the location of the reported nail break. Explant/revision surgery to remove the hardware was performed on (B)(6) 2014. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the trochanteric fixation nail (tfn) occurred at the distal oval locking hole approximately 133mm from its proximal end. The light green anodized ftn is made of ti6ai7nb alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the procedure showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the tfn is in compliance with the international standards. The dimensions of the cannulated tfn (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the procedure and ao/asif specifications. Several discolorations/abrasions of the anodic layer are shown. The distal oval locking hole is strongly mechanically damaged and abraded. Weakly visible macroscopic lines of rest are documented on the fracture surface. When examining the fracture surfaces of the tfn using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the nail and ran into the material. After breaking, the two nail fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface showed mainly a mixed fracture with fatigue striations and dimples. The area with dimples corresponds to the forced fracture zone and is an indication for high dynamic loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constant alternating cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the tfn. The nail could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (pathologic fracture) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing facility reported is for the associated non-sterile (lot number 7698052) and corresponding manufacturing date. Initial reporter: facility contact phone number (B)(6). A review of the device history records for the non-sterile product (lot number 7698052) revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing date of the non-sterile product was may 21, 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. An additional device history record review for the sterile product associated with the reported lot number, 9045810, has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.